Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was on a boat but the pump was not splashed or exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm noted. No moisture damage was found on the electronics and motor noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.